Event description:
Pt implanted in upper vermilion border in 2000. Pt was started on clindamycin 150mg, prophylactically. Suture removal occurred 7 days later. Physician noted upper lip was "slightly inflamed and swollen". Clindamycin was discontinued and pt started on keflex. This was renewed 11 days later when the condition persisted. 21 days post implant, the device was explanted. Pt reported numbness in upper lip 23 weeks post op. Pt was seen by physician 10 months post op and infection was totally resolved. Physician feels numbness will prove to be transitory.